Event description:
It was reported that prior to the case, the trocar was placed on an inserter to trial for rod size. The trocar came off the inserter. The trocar was removed from the inserter and placed on another inserter. Later, after the screws were placed during trialing for rod size, the trocar came off while backing the inserter out. The trocar came off inside the patient. It was noted that the trocar was damaged.

Manufacturer narrative:
(B) (4): no product was returned. With the available information, a cause or contributing factor cannot be identified.